Event description:
It was reported that the cs300 intra aortic balloon pump (iabp) had a solenoid driver pcb failure. No harm or injury was reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.